Event description:
The customer reported that during the pre-operation check for a radio frequency ablation procedure, water leaked from the needle. Another needle electrode was used to perform the procedure. The pt is reported as ok.

Manufacturer narrative:
(B) (4). The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.